Event description:
It was reported that during preparation for a ptca procedure, packaging issues were noted. The box was opened during preparation and the maverick2 monorail catheter was in the carrier tube but not inside a sterile pouch. There was no sterile pouch inside the box. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported pt complications. Pt status listed as "fine."

Manufacturer narrative:
The product was discarded at the user facility, therefore, a returned product analysis could not be conducted. Should further info become available, a supplemental MDR will be sent.